Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. The fse stated that the unit is normally maintained by customer clinical engineering department. The fse replaced the shuttle transducer, to fix the issue. The fse then performed full calibration with complete preventative maintenance. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. Full event site name: (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a maintenance code #3. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.